Event description:
This report is for pt 2 of 2. Health professional reports: protime system inr result: 1.3. Unspecified lab system inr result: 2.5. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). MFR method, results, conclusions: MFR evaluation currently in process.